Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000664, g7 pps ltd acet shell 54f, 3813901; 650-1162, delta cer fem hd 32/0mm t1, 2015111797; 110003619, biolox delta cer lnr 32mm f, 3409715. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01484. Product location unknown.

Event description:
It was reported that three months after a total hip arthroplasty procedure the patient experienced pain, discomfort, difficulty walking, washing, and performing usual activities. It was also reported that there were some limitations in ordinary activity or work and sometimes required pain medicine stronger than aspirin. It was reported that the patient had to limp and pain interfered with work and scaled a 5 out of 10 for the pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. 010000664, g7 pps ltd acet shell 54f, 3813901. 650-1162, delta cer fem hd 32/0mm t1, 2015111797. 110003619, biolox delta cer lnr 32mm f, 3409715. 103534, ti low profile screw 6.5x35mm, 3309998. 103533, ti low profile screw 6.5x30mm, 3303065. 103531, ti low profile screw 6.5x20mm, 3408200. 103531, ti low profile screw 6.5x20mm, 3408199.

Event description:
It was reported that three months after a total hip arthroplasty procedure the patient experienced pain, discomfort, difficulty walking, washing, and performing usual activities. It was also reported that there were some limitations in ordinary activity or work and sometimes required pain medicine stronger than aspirin. It was reported that the patient had to limp and pain interfered with work and scaled a 5 out of 10 for the pain. Patient has a difference in leg length of 2-3 cm. The patient experienced a complication due to bursitis trochanterica. A 2 cm insert in the right footwear was used as a permanent aid. Attempts have been made and additional information on the reported event is unavailable.